Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. During preparation of a right renal stenting procedure an express sd renal/biliary sm, pmtd 6.0x18x150cm stent dislodged off the balloon while moving through a non bsc 6f sheath. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).